Event description:
Reference number (B)(4). Event occurred in the united states. On 27-june-2024, it was reported by the patient that three infusion sets fell off during use events on 27-june-2024 and 28-june-2024. Infusion set was in use for 2 - 3 hours. The patient replaced the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).